Manufacturer narrative:
Investigation: visual inspection revealed that the back of the cold jaw silicone boot had a small tear. The jaws were burnt. The tissue welder was received inside the cannula. The cannula left handle had a crack several cm long near the tip distal screw. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported complaint could not be confirmed as no electrical malfunction could be identified. Based upon the visual observations of the jaw boot peel and cannula crack, the device did not meet specification and the failure mode "peel, crack" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro to harvest, the harvester did not realize how close they were to the skin and burned the pt. Silvadene cream was applied to burnt area. The same unit was used to complete the procedure. The hosp did not report any other pt effects. The product was returned. The reporter stated that this was more a user error than product malfunction. The size of the burn was very small.